Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence that led to a revision surgery. During the procedure, it was noted that the cuff was not properly positioned around the urethra, which did not allow it to capitate. The cuff was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No anomalies were found with the component. Based on the information available and analysis results, the reported clinical observation of malposition could not be confirmed. The patient symptom of incontinence is a known risk of implant of these devices as noted in the product instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence that led to a revision surgery. During the procedure, it was noted that the cuff was not properly positioned around the urethra, which prevented coaptation. The cuff was removed and replaced. No patient complications were reported.